Manufacturer narrative:
The reported field event of set screw issue was confirmed. The left ventricular set screw was found to be missing and not returned for analysis upon receipt, so no testing could be performed on it. Septum material was observed inside the right ventricular set screw hex cavity, which prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
During an initial implant procedure, it was noted the set screws for the right ventricular (rv) lead and left ventricle (lv) lead were damaged. A new device was used to resolve the event. The patient was stable.